Manufacturer narrative:
No conclusions can be made. Based on the information provided we are unable to determine to what extent the ventralex mesh may be causing the alleged pain the patient is experiencing. The patient is currently being treated at a pain management clinic. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in march, 2016. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be obtained, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It is alleged that on (B)(6) 2016 the patient underwent the repair of a ventral hernia and was implanted with a ventralex mesh. As reported, about 6 months ago, the patient started experiencing severe abdominal pain and followed up with her surgeon. It is alleged the surgeon performed some diagnostic tests and concluded she did not have a recurrence; however, felt that the mesh may be in a "weird position" and is causing her pain. As reported, the surgeon informed the patient the only intervention at this point would be long term pain management. On (B)(6) 2018 the patient started attending a pain management clinic.